Manufacturer narrative:
Customer noted when they looked at the graph/curves on luminex it appeared that the orf1 region was negative, but another gene was amplified and positive; hologic technical support (ts) indicated hologic has a redundancy in the orf1 gene in case of mutations. Ts reviewed logs and found no instrument or assay performance issues for this strain. Hologic product applications specialist (pas) reviewed logs, agreed with ts's findings, and added that results could not be compared across different platforms. The sample was possibly low target or mishandled. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 288943 on panther instrument sn (B)(4) which had a discrepant sample. The sample in question was negative, then a vtm of the same sample was run on a luminex platform and resulted as positive. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.